Event description:
It was reported that a patient experienced peritonitis manifested by extreme stomach pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for peritonitis. The patient began treatment with vancomycin ip and ceftazidime ip (doses and frequencies not reported) for peritonitis. On an unreported date, the patient stopped vancomycin therapy. Ceftazidime therapy was ongoing. On an unreported date, in the same month as the hospitalization, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 13g11h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2013, the patient experienced peritonitis. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.